Manufacturer narrative:
The received device was found to have the bottom housing vent installed correctly. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. No issues were observed that would result in the reported event.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that he experienced high blood glucose (bg) levels with the pod he was wearing for 36 to 48 hours on the leg. Afterwards his bg levels got so low (28 mg/dl) that he had to be taken to the hospital. The patient reported that he put the pod on friday night and for the first day of use of the pod was working fine and seemed to be normal. Then on saturday night his bg levels started rising even though he wasn't doing anything out of the ordinary. The patient tried several boluses but his bg levels weren't completely going down. He tried another bolus before going to bed. The patient reported that he had a seizure in the middle of the night due to hypoglycemia and was unconscious. His wife found him and called the ambulance and he was taken to the hospital. The patient said his pod was suspended while in the hospital. For treatment the patient was given dextrose 5% (d5) while on the ambulance ride to bring him to consciousness. At the hospital the patient was treated with saline solution through intravenous therapy. After treatment they resumed insulin delivery with the pod and it seemed to be working fine again.